Manufacturer narrative:
Event date: exact date unknown, event occurred two weeks after the patient was implanted. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7096886.

Event description:
It was reported that the patients surgical wounds were not healing and there was skin irritation due to using the bandages for so long. Additionally there was drainage at the wound site. The physician assessed the patient had a suture granuloma at the midline incision. When the physician cleaned the wound, a wire at the base of the wound was found which was assessed as the offending foreign body that caused the issue. The patient was advised to pack the site with a betadine-soaked packing strip.